Manufacturer narrative:
Oct review showed repeated frames and segments where the lens did not move, indicating pullback stoppage. No logs or catheter were provided for further analysis. It is suspected but not confirmed based off of the oct review that friction caused the pim jaws to release causing the repeated frames.

Event description:
Customer reached out seeking help interpreting an unusual oct image appearance. Upon data review (oct acquisition post stenting), a very high number of repeated frames were noticed throughout the entire data set, indicating that shortly after the beginning of the acquisition the catheter pullback stopped with the pim disconnecting.